Event description:
It was reported that the patient's spouse called to report that all the lights were blinking on the remote monitor. It was reset and it continued to blink. It was noted that the monitor had previously sent successful transmissions. A new monitor will be ordered and sent to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.